Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient had some weakness in the left leg and was not able to walk properly. It was also reported that patient had a fall around (B)(6) 2017 and their outer thigh had an abrasion, burn, red and warm to touch and that patient had an ultrasound to see if there was a blood clot but there was not blood clot. No further complications were noted or anticipated.

Manufacturer narrative:
Product event summary #investigation summary - it was reported that had a fall and also had some burning ,weakness in leg and where unable to walk properly as the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The patient and the hcp were contacted to determine the cause and actions taken. The cause was undetermined as the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The cause and the contributing factors was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. Investigation summary - it was reported that patient had an ultrasound to see if there was a blood clot in the left leg as the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The hcp and the patient were contacted to investigate the cause and action taken. No response was received. The cause was undetermined as the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this was a known event. The patient having to undergo an ultrasound common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they checked their battery on (B)(6) 2018 and there was no response and when he was walked through by pat getting the new battery into their programmer. No further complications were noted or anticipated